Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 24 mg/dl. Troubleshooting was not performed. The device was returned for analysis.